Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported the original anatomical image displayed on the thumbnail is not available on the system for retrieval. There was no pt injury or death reported.